Event description:
Boston scientific received information that this device was explanted for normal battery depletion and returned for analysis. No field allegations or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device had meet longevity estimates provided in device labeling, however displayed a shortened eri to eol time frame. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the shortened eri to eol time frame was due to low-voltage capacitor degradation, which resulted in a high current condition. This device is included in the shortened replacement window advisory communicated on april 5, 2007.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device passed a longevity calculation, however the device had shortened eri to eol time frame, which may be an indication of an out of specification condition. Additional laboratory testing and analysis is pending.